Event description:
Reporter alleged the customer obtained discrepant blood glucose of 78 mg/dl back to back with a result of 500 mg/dl when testing was performed less than 10 minutes apart on the compact system. Reporter did not indicate if the customer was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. No product will be returned as the reporter disconnected before providing any of the address or contact information.